Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad damage. A small piece of the teflon pad was broken at the proximal end of the pad. The missing material was not returned with the instrument. The complaint regarding physical damage was confirmed by failure analysis.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but it has not been received for failure analysis evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument was found to have damage and signs of melting on the white teflon pad at the tip and an alleged fragment fell into the patient's cavity, which was retrieved during the same procedure. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer confirmed with visual inspection that no fragment was retained. Post-operative tests were not performed. The issue occurred after using the instrument for less than 5 minutes to retract the tissue. The surgeon did not notice any issues with the functionality of the instrument. It was unknown what caused the issue as the instrument did not collide with any hard materials or other instruments. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. There was no tissue burn or injury. Additionally, no biodebris was found on the instrument jaws. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.